Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 419 mg/dl and 46 mg/dl. Customer's other blood glucose was 259 mg/dl, 119 mg/dl. The customer was treated with bolus and manual injection for high blood glucose and treated with juice, little peanut butter or cheese for low blood glucose. Troubleshooting was done for high blood glucose and under delivery. The customer declined further troubleshoot for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.